Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer stated that they experienced several inaccurate threshold suspend. The customer's blood glucose was 180 mg/dl and sensor glucose was 68 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 371 mg/dl and sensor glucose was 54 mg/dl at the time of call. The customer stated that there were bent cannulas on the previous sensors. The representative explained to the customer how the glucose travels in the body. The sensor will be returned for analysis.

Manufacturer narrative:
Sensor performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.